Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the occlusion test at 11.43psi. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested. The customer reported problem was unable to be verified. No device problem was found and no further action was taken.